Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately low. The pt obtained a 131mg/dl and 143mg/dl on their meter, while feeling nauseated. No self-treatment was administered. Approx 1 hr later they were seen at the hosp, where a blood glucose reading of 331mg/dl was obtained on a physician's meter. They were treated with insulin and food. Although the pt did not have control solution to perform a quality control test, there is enough info to suggest that the product malfunctioned. Due to the fact that the pt had high blood glucose symptoms, obtained relatively normal blood glucose readings, delayed self-treatment, and was treated with insulin for elevated blood glucose levels at the hosp suggests that the pt suffered a serious injury. Hence, the event meets the criteria for a medical device reportable. Senior medical affairs specialist mailed a letter since the pt could not be reached for further info. Pt's meter, tests strips, and control solution were replaced.